Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding the patient that they met with a manufacturer representative to restart the ins. The stimulator was jumpstarted. The exact date of the appointment was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was not happy with their current device since it was put in. The patient only had to charge the previous device every 4-6 weeks but had to charge the current device every week to 10 days. No related symptoms were reported.